Event description:
It was reported via repair work order that the auxilliary outlet breaker was tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the auxilliary outlet breaker was tripped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with serial number.